Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine check, increased hvli measurements were observed from trends of the past week. All other real time measurements are normal. The high voltage therapy setting was turned off. No adverse consequences were detected.

Manufacturer narrative:
(B)(4).